Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, concentric, de novo chronic total occluded (cto) 100% stenosed left circumflex artery, an asahi corsair was used to place six different types of guide wires, however, none of the guide wires could cross the cto lesion. A progress 140 was advanced to the pseudo lumen; however, the guide wire became detached approximately 1.5 cm to the tip. Examination of the device outside the anatomy revealed the guide wire core was exposed around the separation. Unsuccessful attempts were made to retrieve the separated portion of the distal progress 140 using a snare and microsnare. The procedure was completed by using a percutaneous coronary invention. There was no reported adverse patient sequela. Though requested, no additional information will be provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned ht progress guide wire noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for analysis. Analysis confirmed the reported guide wire separation as the tip was separated, 28.1 cm distal to the proximal end of the polymer coating. The separated portion was not returned. The tip coils were stretched distal to the separation. There was a kink in the core, 11.2 cm proximal to the separation. The noted stretched tip coils and kink in the core appears to be related to the guide wire separation as no damage was reported during inspection prior to use. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to fatigue rupture initiating at multiple origin areas around the circumference. Beyond the elliptically shaped fatigue regions, the rapid fracture regions revealed a ductile morphology. Longitudinal secondary cracking/splitting intersecting the primary fracture was observed. The coil failure may be attributed to torsional overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. In this case, the lesion was described as heavily calcified and totally occluded which could have contributed to the reported separation. A search of the lot history record indicated no non-conforming material reports for the lot and a query of the complaint database revealed no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the guide wire tips after being loaded into the dispenser, performs a non-destructive tip pull test and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs being reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.